Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead threshold has been progressively rising and is elevated. The lead remains in use based on medical judgment. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead exhibited failure to capture. The lead was electrically abandoned. No patient complications have been reported as a result of this event.